Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The pt awoke in 2006 with elevated blood glucose. She was admitted to the hosp with a blood glucose of 377 mg/dl. She was treated with IV fluids and insulin. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery, occlusion and accuracy tests were performed, the device was found to pass all delivery, occlusion and accuracy tests. No operational or functional failure was detected and the product was within specification.